Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative communicated that the customer was called and the customer's spouse reported that the customer had a high blood glucose event where his blood glucose was at 511 mg/dl before going to sleep. She also reported the insulin pump alarmed no delivery on (B)(6) 2015 and alarm was resolved. They declined transfer for assistance.